Manufacturer narrative:
The reason for this revision surgery was patient joint dislocation after 3.9 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed 1 part (part number: 508-32-103) scrapped due to an oversized feature. A review of the product complaint report history showed this is the first complaint against lot number 864c1424. The patient is reported to have suffered a dislocation without further explanation of the event or any definitive statement as to the root cause or reason. Factors un-related to the implants that may contribute to a patient dislocation are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder popping out superiorly.